Manufacturer narrative:
The investigation determined vitros ahbs non-reproducible, false reactive result was obtained from a control sample tested on a vitros 3600 immunodiagnostic system. Root cause for the event could not be determined. Although there is no evidence a vitros ahbs reagent performance issue or an instrument malfunction had contributed to the results, due to limited data, they could not be completely ruled out.

Event description:
An ortho clinical diagnostics technical support scientist became aware of unexpected positive vitros ahbs test results produced for a control sample and patient sample when using a vitros 3600 immunodiagnostic system. Vitros ahbs result: 14.2 miu/ml (reactive/positive) versus expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false positive vitros ahbs test result occurred on a known negative panel sample used for internal testing and there is no report of affected patient samples. No allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Nonconformance (B)(4).